Manufacturer narrative:
The device evaluation has been completed and section h codes have been updated.

Event description:
It was reported that the when the batteries are connected to the cot there have been instances of arcing. This causes sparking and has resulted in erosion of the battery terminals in the cot, indicating dc discharge >24v. There was no report of patient involvement or adverse consequences.

Event description:
It was reported that the when the batteries are connected to the cot there have been instances of arcing. This causes sparking and has resulted in erosion of the battery terminals in the cot, indicating dc discharge >24v. There was no report of patient involvement or adverse consequences.